Event description:
The customer reported to their baxter sales representative on (B)(6) 2010 an incident in which an unknown amount of multiple tubing sets had broken connections. The connections were broken at the luer lock itself and also broken off into the blue cap. This incident occurred with the high flow rate extension set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). Additional information/correction. The sample was received for evaluation on (B)(6) 2010. Four used samples were received for evaluation for the reported condition of broken connections. A visual examination confirmed the male luers were cracked in all of the samples. A batch review could not be performed as the lot number was not provided by the customer. Although the reported condition was confirmed, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
It is unknown if the sample is available for evaluation. A follow up MDR will be sent if the sample is received for evaluation or if additional information becomes available. (B)(4).